Event description:
Caller states the patient tested 5.2 inr on the coaguchek xs system while a comparison lab returned as 2.89 inr. The patient held her coumadin dose based on the device result and went to the emergency room. The caller states the patient had a mole that was bleeding when the result of 5.2 inr was obtained. No medical treatment required. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.